Event description:
It was reported that patient underwent a knee procedure on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 due to infection. The surgeon removed the knee components and implanted cement spacer molds. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name ¿ unknown. Device product code - unknown. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.